Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's friend reported via phone call that the insulin pump alarmed external ram error during programming. It was stated the alarm did not occur during the rewind/prime sequence. It was advised to rewind again and program a normal or easy bolus into the air; the insulin pump was stuck in the rewind sequence. Blood glucose value was 100 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.